Manufacturer narrative:
The reported complaint was confirmed during functional testing of the returned quattro catheter (lot# 80478). A bonding leak was observed at the distal end of medial 2 balloon. Visual examination of the returned catheter was performed and found a kinked on the shaft at 10 cm away from the tip of catheter. No other physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of medial 2 balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported of the quattro catheter with lot#: 80478.

Event description:
As reported, the doctor had difficulty in inserting and removing the guidewire. After approximately 12 hour of ivtm therapy, the user observed the saline bag was low and replaced the saline bag. At an unspecified time, the user observed the second saline bag was low. The user notified the doctor and replaced the quattro catheter; and ivtm therapy was continued without any further reported issue. No known impact or patient consequence was reported.